Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the therapy electrode cables were pulled from the strain relief. The root cause for the strained cables could not be positively identified. No adverse event resulted from the strained cable.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.